Manufacturer narrative:
Concomitant medical products: dtmb1qq crt-d, implanted: (B)(6) 2017; 6935m55 lead, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead had chronically high thresholds a few months post implant. The lv lead was explanted and replaced. No patient complications have been reported as a result of this event.